Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 223 mg/dl, 153 mg/dl. Tests were done within 1 minute with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.